Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The advanced breathing system was cleaned to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a leak greater than 4.5lpm preventing manual ventilation. There was no report of patient involvement.